Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure for the right ventricular lead, the physician had difficulty getting adequate parameters and attempted multiple positions. The lead was no longer used and replaced.